Event description:
The device was used during an unspecified laparoscopic procedure. Reportedly, the instrument would not close. The surgeon manually manipulated the device to remove it. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device eval indicated & codes entered in h3 & h6. Since the submission of our last report, we have received & evaluated the instrument.